Event description:
I woke up with my right saline breast implant ruptured so I had the other drained shortly after. Almost immediately I needed a root canal on tooth 15 and it continues to bleed and get infected. After years of infections, pain, dizziness, arthritis, vision and hair loss, I found out about breast implant illness. I had the implants with capsules removed september 20 and most of my symptoms have subsided. FDA safety report ID# (B)(4).